Event description:
After placing the sheath in the body during an ablation procedure, there was blood leaking backwards through the hemostatic valve on the sheath. The sheath was replaced. No patient side effects reported.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h6, and h10. No product was provided for analysis. Procedure completed successfully with different device. There was no adverse event with the patient. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. No corrections or corrective actions will be taken. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.